Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A hospital theatre manager reported that 23g trocars were leaking when removing instruments from the trocar valve during surgery. The leak occurred after the first stage of vitrectomy. Surgeon went in fine without leaks. However when the light pipe and cutter were used and then removed for the first time, the valves leaked. Additional information has been requested. This is one of two reports being filed for this facility. This report refers to the patient who underwent surgery on (B)(6) 2016.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, (B)(4) 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. In order to improve performance of the valves an investigation was opened and identified further actions to improve valve performance.